Event description:
Event description guidant received information that noise was detected on the right ventricular rate/sense channel of this cardiac resynchronization therapy defibrillator (crt-d) resulting in oversensing and inappropriate shock. The physician opened the pocket and tightened down the proximal rv pace/sense setscrew (it was reported to be loose). It was reported that this resolved the issue and no adverse patient effects were noted.